Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Sample from the patient was sent for investigation. The customer's ft4 result was confirmed. However, the ft3 result was found to be lower. Further testing found an interfering factor to streptavidin may be present in the sample. This interference is documented in product labeling.

Event description:
The customer received questionable thyroid result for one patient sample from a cobas e602 analyzer. The sample was submitted for investigation and tested on an analytical p module, cobas e411 analyzer and a siemens centaur analyzer. Of the data provided, the results for free triiodothyronine (ft3) and free thyroxine (ft4) assays were discrepant. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay. Information concerning which result was reported outside the laboratory and if the patient was adversely affected was requested, but was not provided.